Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a neurologist could not get his handheld computer to get past the align screen. A hard reset was performed but the handheld computer remained on the align screen. A new handheld computer was sent to the physician and the reported handheld was returned to the manufacturer to undergo product analysis.